Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this pacemaker was connected to a unipolar right ventricular (rv) lead when it was removed from the packaging and taken out of storage mode. However, it was noted that there was no pacing available after the rv lead was inserted. This pacemaker is nominally programmed to bipolar configuration when removed from storage mode. The patient, who had complete av block and no intrinsic rhythm, had to be paced externally until the programmer was brought into the operating room, and the pacemaker was manually reprogrammed to the unipolar pacing configuration. No additional adverse patient effects were reported. The pacemaker was successfully implanted and remains in service.